Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 412 mg/dl. During troubleshooting, customer reported that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, rewind, basic occlusion test, displacement test and excessive no delivery alarm test. No excessive no delivery alarm was noted. No rewind anomaly was noted. No loose drive support cap was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.